Manufacturer narrative:
An event of device deformity was reported. As the device was not returned for analysis, the event is not reportable, a letter is not requested and there is no indication of a product issue no device history record or lot specific similar complaint review is required. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer atrial septal occluder was chosen for implant. During deployment, the left atrial disc deformed to a cobra-like shape. The device was re-sheathed and removed from the patient¿s anatomy. Another attempt was made to deploy the device; however, the device deformed to a cobra-like shape again. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed and a replacement 20mm amplatzer atrial septal occluder was successfully deployed. There were no adverse patient effects. No health impact has been reported.